Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The information about the wireless recharger was reported in error. No further information regarding the wireless recharger will be sent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient stated they were not sure if their neurologic issues were related to the device implanted in their right buttocks for their bladder. They fell on their back on (B)(6) 2024 received a concussion, and didn't think it affected their device. Their device was still working. It wouldn't charge for a few weeks. It was apparent the charger was not working correctly. The patient stated they could only get a connection between the charger and the device, if they put the charger directly on their skin, they felt electrical current on their skin while charging the device. Patient called mdt for a new charger and a new charging belt. The new charger now charged the device through their clothes while wearing it in the belt, velcroed around them. Additional information received from the patient, indicated that the patient stated that their new recharger was having issues. Patient stated that the recharger will only charge their implant if it was against their skin or if they have thin clothing. Patient stated that the recharger will start green and then immediately turn orange. Agent reviewed possible meanings of the orange light. Patient recalled that one time they had to do a hard reset on the recharger 7 times. Patient was not with their recharger at the time of the call. Agent redirected patient to call back when they were with their recharger for further troubleshooting.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID wr9220 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6) ubd: , UDI#: . Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The reason for call was patient stated since implant they have felt shocking if they charge with recharger against their skin. Patient said they were made aware of this right away and told to use clothing in between to avoid this. Additional information received from the patient indicated that for the past couple of weeks the patient's recharger was not connecting to their implanted neurostimulator and yesterday the battery lights started flashing. Patient said the green battery lights were scrolling and would not turn on or off. Patient said they tried resetting recharger and handset, but that did not fix scrolling lights. Patient mentioned that they had a fall on february 1st and landed pretty hard on their back. Patient got a concussion and their head bounced off the floor. Patient asked if it was possible that their implant could have moved. Reviewed information. An email was sent to the repair department to replace the device. Patient mentioned they have a lot of neurologic issues.